Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the ars (syringe) leaked during use. The device was replaced without issue.

Manufacturer narrative:
(B)(4). The customer returned one ars syringe and introducer needle. Both items were examined and no issues were observed. The syringe was vacuum tested per inspection procedure by occluding the tip, pulling the plunger back, and releasing the plunger. The plunger returned to its original position. The plunger was rotated 45 degrees clockwise and the test was repeated. The plunger did not return to its original position. The syringe was used to draw water from a 200 ml measuring cup. The syringe did not fill completely with water when the plunger was extended to its maximum. A device history record (DHR) review was performed and no relevant findings were identified. The customer reported issue of the ars syringe leaking in use was confirmed during the sample investigation. Functional testing was performed on the returned ars syringe and it was confirmed that the seal was faulty. A DHR review was performed and no relevant findings were identified. A non-conformance request has been generated to further investigate this issue.

Event description:
The customer alleges that the ars (syringe) leaked during use. The device was replaced without issue.